Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single episode of vf due to noise was observed via remote transmission. The patient received inappropriate atp therapy. The pace/sense and rv coil portion of the lead were capped. The svc portion of the lead remains active. There were no complications and the patient was doing well.